Event description:
Information received by medtronic indicated that the insulin pump had replace battery every 5-6 days and diminished battery life. Customer stated that the insulin pump rejected new batteries and rewind more than once. Customer stated that the insulin pump had priming issue and was having connection problem with transmitter. No harm requiring medical intervention was reported. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged prime/fill anomaly, rewind anomaly, charge/battery lasts less than expected, failed batt test, and no communication with transmitter found on 03/03/2022. Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected failed battery test, prime/fill anomaly, nor rewind anomaly alarms noted during testing. Successfully downloaded history files and traces using thus. No confirmed failed battery test, prime/fill anomaly, nor rewind anomaly alarms in the pump downloaded history. In further full review in the pump history, no battery related alarms were found on the event date of 03/03/2022. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Motor was taken to the test bench where it rewound with no errors or alarms noted. Force sensor zero offset within specification (23.1 mv). Device connected properly with test guardian link transmitter, however lost communication during testing. Problem isolated to the electronic assembly. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In summary, pump passed required testing. Customer alleged for prime/fill anomaly was not confirmed. Customer alleged for rewind anomaly was not confirmed. Customer alleged for charge/battery lasts less than expected was not confirmed. Customer alleged for failed battery test alarm was not confirmed. Customer allegation for no communication to transmitter was confirmed. Problem isolated to the electronic assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.